Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, extrusion, infection, urinary/bowel problems, organ perforation, bleeding, recurrence and vaginal scarring. On (B)(6) 2010, the patient underwent boston scientific uphold implant due to pelvic organ prolapse. On (B)(6) 2011, the patient underwent repair/removal concurrently with hysterectomy due to protrusion through the bladder wall. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a vaginal hysterectomy and implantation of mesh in (B)(6) 2011. The patient experienced abdominal/back pain with incontinence, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. A CT scan revealed the patient had a calcified mass on head of the pancreas with lumbar spondylosis. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06196. The same patient is represented in each medwatch.